Manufacturer narrative:
Findings: unit received with unresponsive act button due to flattened dome (no crease). No button error alarms noted. The keypad connected was inspected and no anomalies noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 116 mg/dl. The customer can't clear the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.